Event description:
It was reported the patient was having issues recharging her stimulator. She had tried to recharge with 3 different rechargers without success. The patient was diagnosed with having a pocket infection. A full explant was performed in 2009 due to infection.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.